Event description:
It was reported that the patient had an inappropriate shock due to oversensing via reduced intrinsic amplitudes and myopotential noise. The clinic reprogrammed the device sensing vector from primary to secondary, but the patient got a second shock. Technical services discussed some programming options. There were no additional adverse patient effects. The system remains implanted.